Event description:
It was reported that the insulin gauge displayed an amount different from what the caller expected. There was no adverse impact to the customer's blood glucose level. The customer resolved the issue by loading a new cartridge, and was advised to call back for further troubleshooting if the problem persisted.